Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The customer submitted photo was reviewed. The photo shows the section of the iab pump display screen with balloon pressure waveforms and ap waveforms; no abnormalities were noted to the balloon pressure waveforms. The reported complaint cannot be confirmed from the review of the customer photo. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "persistent helium loss 2 alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "possible iabc abrasion persistent helium loss 2 alarms". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Event description:
It was reported "possible iabc abrasion persistent helium loss 2 alarms". Additional information states that the iab catheter was removed and replaced. No patient injury or cosnequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
Qn# (B)(4).